Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The pt contacted animas alleging that her blood glucose levels (bg) have been erratic for the past 1.5 years when she is connected to the pump. She stated that her blood glucose ranged from 37-399 mg/dl. She claimed that when she went off the pump on (B)(6), 2010, her blood glucose have been running in a healthier range of 60-160 mg/dl. The pt reportedly had a 37 mg/dl blood glucose about 2 weeks ago during the night where she self-treated with glucose tablets. Info about her insulin prior to the incident was not provided. The animas representative walked the pt through troubleshooting and noted the following: the pt claimed she has not primed while attached, no reported issues with the infusion set/site, basal settings were confirmed to be correct, insulin is within expiration date and no associated alarms in the pump's history. The pt had several zero boluses on (B)(6), 2010, which was the same day she disconnected from the pump. She explained that she was just checking her blood glucose and did not need insulin. The animas representative concluded there was no malfunctions found with the pump but still replaced the pump. The pt was advised to contact the health care professional regarding insulin regimen. However, this complaint is being reported because the pt reportedly had a 37 mg/dl blood glucose result which was self-treated with glucose tablets.